Manufacturer narrative:
The kinking at mid part of the outflow cannula and 5-mm thick circumferential rim hypodense area inside of the cannula is reported under MFR #2916596-2020-01960. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the heart failure clinic for routine follow-up. Lab results showed and international normalized ratio (inr) of 1.4 and lactate dehydrogenase (ldh) slightly increased from 320 to 423 units per liter (u/l). The doctor was worried about pump thrombosis. A ramp speed test was done under trans-thoracic echo (tte). Flow at baseline (9800 revolutions per minute (rpm) was 4.7 liters per minute (lpm). Pump speed was increased to 11,000 rpm and flow did not change much. Right ventricle and left ventricle dimension was smaller when compared to higher pump speed but septum was not shifted. The doctor expected that the flow should be higher than 5.5 lpm. The plan was to complete a computed tomography scan in order to evaluate for pump thrombosis. The patient was also instructed to take a higher dose of anticoagulation and extra enoxaparin for three days. Inr levels and other labs were repeated and showed an increase from 1.47 on (B)(6) 2020 to 1.90 on (B)(6) 2020 to 2.10 on (B)(6) 2020. It was also noted that the patient was asymptomatic and there were no changes in anticoagulation or patient status that may have contributed to the event.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The account reported that the hospital suspected a pump thrombosis and a CT scan was planned. The submitted system controller log file, dated (B)(6) 2020, captured no atypical alarms or events. The pump appeared to function as intended. It was later reported that the patient presented to the heart failure clinic on (B)(6) 2020 for routine follow-up. The doctor was worried about pump thrombosis and a ramp speed test was done under tte. However, an increase in the pump speed did not change the flow much. The patient¿s right ventricle (rv) and left ventricle (lv) dimension was smaller when compared to high pump speed, but the septum was not shifted. It was reported that the patient would take a higher dose of anticoagulation and extra enoxaparin for three days. The patient was asymptomatic; however, labs showed an inr increase. It was later reported that there were no changes to the patient¿s anticoagulation status or to the patient¿s condition that may have contributed to the suspected thrombus. A CT scan was performed on (B)(6) 2020 in order to evaluate for pump thrombosis. The findings of the patient¿s CT scan showed that the patient was post-lvad with unchanged kinking at the mid part of the outflow cannula. It was later reported that the kinking of the patient¿s outflow cannula was first noticed about six months post heartmate ii implantation. The doctor thought that the kink was due to the patient¿s chest anatomy. This reported kinking was addressed under MFR #2916596-2020-01960. There was no significant change of a 5 mm thick circumferential rim hypodense area inside the cannula between the abdominal wall and mid part of the outflow cannula. It was noted that this was probably the thrombus formation. The hospital did not provide actual CT images. It was later reported that the hospital did not provide any answers as to when the reported thrombus first developed/was first identified and if/how the patient was treated when the thrombus was first identified. The patient remains ongoing on vad support. Device thrombosis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.